Event description:
The reporter stated the surgeon implanted an micl implantable collamer lens and an anterior subcapsular opacity was noted. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
.